Event description:
Caller reported experiencing a cgm error 42 on the pump multiple times. There was no adverse impact to the customer's blood glucose level. Customer was advised by technical support to put the pump into storage mode and was informed that a replacement pump would be issued. Customer understood the instructions to use multiple daily injections (mdi) as a backup therapy and agreed to return the faulty pump with a pre-paid label within 10 days.